Event description:
Account reported that the heated wire circuit caught fire while in use with a drager vent and the sct3000.

Manufacturer narrative:
Without a complaint sample to evaluate, the cause of the failure cannot be determined. The circuit serves as a conduit between the ventilator and pt. The ventilator delivers air through the inspiratory limb to the pt, air passage through the expiratory limb is closed during the inspiratory phase. The ventilator controls the air signal then to shut off and allow the exhalation through the expiratory limb. The ventilator controls pressure, volume delivered, breath rate, etc. If the heated wire circuit develops a leak as the result of the melted area, the ventilator would alarm and the clinician would have to replace the defective circuit. The melting of the tubing could be caused by numerous situations; minimum flow requirements not met, interruption of flow, over-insulation of the circuit such as pillows, sheets, drapes, or heavy tape. In addition if the limbs are lying next to each other impeding normal heat convection causing the circuit to melt. The instructions for use also recommend a boom arm or tube tree to suspend the heated wire circuit to prevent over-insulation of the heated wire circuit. A review of the complaint database indicates no similar reports received involving this problem. On two separate occasions the hospital was contacted to obtain additional info to aid in the investigation, to date no response received from hospital concerning the reported event.